Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's outlet flow path thermistor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's outlet flow path thermistor was replaced to address the issue. The outlet flow path thermistor was evaluated by the manufacturer's product investigation laboratory (pil) and found the outlet flow path thermistor functioned as designed and operated without issue or error codes.